Manufacturer narrative:
(B)(4) follow up report for correction. MFR report # 3003152976-2026-00090 was submitted as the site legal name was incorrectly reported as canaan in the initial MDR submission, 1213809-2026-00055. MFR report # 3003152976-2026-00090 was submitted to update the site legal name to san agustin, and to have the proper MFR number. Medical device brand name has been updated to bd 20 ml syringe. Medical device catalog # has been updated to unknown hypo.

Event description:
Based on photos received, the device is not associated with reported material 304134. Plant verifies the 20ml device is a san agustin product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe control 10ml ll bns had a syringe needle connectivity issue. Rcc received a complaint via email. Medline complaint #: (B)(4) defect description: syringes do not connect medline part #: 23119 product description: syr cntrl 10ml l/l vendor part #: 304134 lot #: unknown date reported: 12/1/2025 sample received: no response needed: yes - incident reported to the FDA as MDR-30 day. Reference no. 1423395-2025-00210. Additional information: which components are not connecting? Is there spinning/ loose connection at leur? The customer reported ¿there was no hole in the line the connections were checked etc. The syringes do not attach to fluid system well at all.¿ was this noted before use? No, during use. No impact to patient was there a leak noted? No has this syringe been used with this device before? Unk ¿ customer did not provide additional information.